Event description:
It was reported by the patient that the previously working remote monitor did not respond when the start button was pressed. It was attempted to be reset by unplugging and replugging in the power cord. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.